Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient received multiple appropriate shocks for ventricular fibrillation (vf), the vf rhythm became very fine and was it intermittently undersensed by the right ventricular (rv) lead. The intermittent undersensing lead to bi-ventricular (bi-v) pacing which reset the vf detection counters. The patient was in pulseless electrical activity upon arrival at the hospital and later died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.